Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown biomaterial - cement: vertecem v+/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: this report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) patients who underwent depuy synthes uss pedicle screws used with vertecem+. The following complications have been identified as per the spine tango report: intraop adverse events 2 - dural lesion postoperative general complications 2 - pulmonary 3 - cerebral 3 - liver/gi 1 - other postop surgical before discharge 2 - motor dysfunction 1 - wound infection superficial 1 - wound infection deep reoperation 1 - instability this report is for a depuy synthes uss pedicle screws used with vertecem+. This is report 6 of 6 for (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) patients who underwent depuy synthes uss pedicle screws used with vertecem+. The following complications have been identified as per the spine tango report: intraop adverse events: 2 - dural lesion. Postoperative general complications: 2 - pulmonary. 3 - cerebral. 3 - liver/gi. 1 - other. Postop surgical before discharge: 2 - motor dysfunction. 1 - wound infection superficial. 1 - wound infection deep. Reoperation before discharge: 1 - instability. Complications at follow-up: 1- sensory dysfunction. 4- implant failure. 2- csf leak/ pseudomeningocele. 1- wound infection superficial. 1- wound infection deep. 1- recurrence of symptoms. 1- graft complication. 1- fracture vertebral structures. 1- other. Reoperation at follow-up: 2-hardware removal. 1-postoperative infection. 2-other. This report is for a depuy synthes uss pedicle screws used with vertecem+. A copy of the clinical evaluation form is being submitted with this regulatory report.